Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose of 475mg/dl and diabetic ketoacidosis. The customer treated with insulin. Customer indicated that their doctor has been contacted and their blood glucose value was 180 mg/dl at the time of the call. Troubleshooting was performed and found that the cannula was bent and customer stayed in hospital for 1 day. No further details given and no further assistance necessary.